Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open wire in the handles. The handles were scrapped. Analysis of reports of this type has not identified an increase in trend.